Manufacturer narrative:
B2: the date of death was reported as (B)(6) 2024 as this was the date the event was first reported to abbott. An event of a patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. No other information was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2007, a 21mm sjm mechanical heart valve was implanted. On an unknown date, the patient passed away.

Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.